Event description:
It was reported that the pt underwent a cervical procedure using three level anterior fixation at c3-c6 in 2007. The two top screws at c3 backed out approx three months post op. The revision surgery was performed approx nine months post op, to remove and replace the construct. No other pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.